Manufacturer narrative:
Findings: pump passed the displacement, motor error alarm during basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the device and passed. Unable to verify alarm in the alarm history due to erased history file due to several alarms at the alarm history file. Alarms due to a corrupted history file. Pump received with minor scratched lcd window, scratched reservoir tube window and broken reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 116 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.